Event description:
A clinical dir reported that following an intraocular lens (iol) implant procedure, a pt experienced a refractive surprise and an unk issue was noted regarding "substantial visual activity." The iol was exchanged four months later for another lens. Additional info has been requested.

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).